Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis and elevated blood glucose in the 800s (mg/dl). Cause of event was due to an improperly inserted cannula. Type of cannula used was not reported. Customer was hospitalized and treated with intravenous fluids and insulin drip to resolve the issue. Customer was released two days later with no permanent damage.